Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge via internal handles. Complainant indicated that the clinician then obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2012-02678 for the report with the first defibrillator.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.